Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm. The customer changed out the cartridge and infusion set. The customer's blood glucose (bg) level ranged from 329-340 mg/dl and boluses of insulin were used to address the high bg level.